Event description:
It was reported during an unknown procedure while using a 355ld the device would not arm and stay armed. After several attempts, the surgeon asked for another trocar. A second trocar was opened and the same problem occurred. A third trocar was opened and the same problem occurred. A fourth trocar was opened and no problem occurred. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.47528. Device-c. Date sent: 12/04/1998. Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was concluded that the reported "while using a 355ld the device would not arm and stay armed" during surgery was due to the intermittent arming of the device. Six instruments were found to arm intermittently. Two instruments would not arm when tested. Three instruments were found to function properly. The obturator handle welds were measured and found to be skewed which can cause the instruments to arm intermittently or to not arm when activated. The obturator handle is welded during the assembly process.